Event description:
Boston scientific received information that during device change out having issue with extended bipolar pacing. Left ventricular lead threshold with pacing system analyzer (psa) was 3v@2ms, and when pacing with new device they could not achieve capture. Trouble shooting found that it turned out to be a connection issue and is now resolved. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.